Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062943. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. Refer to MDR 3010757606-2021-00774 for intestinal record-- ulcer and perforation. Refer to MDR for peg tube record. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient experienced a drop in his hemoglobin, as per a lab report. His physician was unsure of the cause, but suspected a bleed. On (B)(6) 2022, a gastroscopy was performed. According to the gastroenterologist¿s report: bleeding from jejunal tube rubbing on pylorus. Distal gastritis, no deep ulcer on this occasion but linear erosion at pylorus with easy bleeding from pyloric channel. A new peg was placed, but no intestinal tube at that time.